Event description:
It was reported that during a percutaneous coronary angioplasty procedure a balloon rupture occurred. The 99% stenosed target lesion was in the moderately tortuous and heavily calcified proximal left anterior descending artery (lad). The physician had selected and advanced a 3.0 x 15mm apex monorail balloon catheter to the target lesion and inflated the device once to 6 to 8 atmospheres when the balloon ruptured. The balloon was able to be removed intact. The procedure was completed with a 3.0x20mm non-bsc drug eluting stent. There were no pt complications reported with the pt's current condition listed as "good". This product is only ous approved, but is similar to a us marketed device.